Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal MFR of the device maquet cardiopulmonary (B)(4). This medwatch was issued due to a malfunction of a life-sustaining device. The issue was discovered during training. There was no patient involvement. The unit was tested by service on november 18th. Service attempted to recondition the batteries twice with no success. The batteries were replaced. The cardiohelp unit passed all calibrations and performance and safety tests and was returned to service. A supplemental medwatch will be submitted if new information becomes available.

Event description:
The unit was unplugged during training to demonstrate the battery function and a 'battery discharged' high level alarm appeared. It was noted that both batteries displayed a greater than 90% charge. The unit was taken out of service. No other information is currently available. Ref: (B)(4).